Event description:
It was reported that the procedure was to treat the left circumflex/obtuse marginal. After pre-dilatation, the 2.5 x 28 mm device was to be used. Resistance was felt removing the yellow protective sheath and afterwards, prior to introducing on the guide wire, the proximal end of the balloon was observed to be damaged; therefore the device was not used. There was no patient involvement. A new 2.5 x 18 mm device was used to successfully complete the procedure. There was no clinically significant delay in procedure. There were no adverse patient effects. No additional information was provided. Analysis of the returned device noted the balloon was separated at the proximal seal.

Manufacturer narrative:
(B)(4). The complaint device was returned for analysis. The reported balloon damage was confirmed. The reported difficulty removing the protective sheaths was not confirmed. Based on the visual, dimensional and functional analysis of the device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.